Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had multiple pump error alarms. The insulin pump alarmed a pump error indicating the critical block and inverse critical block did not add to zero. The insulin pump also alarmed software error detected twice. The customer's blood glucose during the incident was unknown. Troubleshooting was performed. The insulin pump was unable to deliver a bolus. The insulin pump will be returned for analysis.